Event description:
It was reported that the procedure was to treat a perforation in the distal left anterior descending (lad) artery with heavy calcification. The 3.5x19mm graftmaster covered stent failed to cross due to the anatomy. It was noted that the stent struts were damaged [flared] with graft material upon removal and the stent was expired. A guideliner was inserted to help and another 3.5x19mm graftmaster covered stent was attempted to be used but failed to cross due to the anatomy as well. There were no other issues noted. A third 2.8x19mm graftmaster covered stent was used that sealed the perforation. There was no adverse patient effect and there was no clinically delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional graftmaster device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 27-november-2020 with an expiration date (use by date) of 31-october-2022. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2022. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. It is unknown if the IFU deviation contributed to the reported event; however, the graftmaster was intentionally used due to the emergent need. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.